Event description:
The bipolar forceps instrument was returned with no information provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was evaluated. Engineering observed one conductor wire broken at the yaw pulley exit. The yaw pulley with broken conductor has a burn mark at the grip base. The wire insulation has small cuts and indentations and is reduced in diameter at the yaw pulley exit. Engineering determined that the reduced diameter may be due to stretching the insulation. The wire strands may not have had proper strain relief at the grip and broke during articulation of the wrist. Electrical continuity failed. Engineering also observed the distal end of the main tube has a few deep scratches with material removed on one side of the tube. Based on the location and randomly oriented appearance, the scratch marks are most likely caused by instrument collisions. No other damage found. The endo-wrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.